Event description:
A (B)(6) male, patient, contacted lifecor customer support to report that the monitor went blank when he moved the electrode belt cable. Support sent the patient a replacement monitor and electrode belt.

Manufacturer narrative:
Monitor: (B)(4), electrode belt: (B)(4). Evaluation summary: device evaluations of monitor (B)(4) and electrode belt (B)(4) have been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u31) on the computer/analog pca within the monitor. U31 is used to communicate between the monitor and the battery. The root cause of the u31 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The electrode belt was found to have broken wires in the trunk cable. These internal short caused noise in both the side-to-side and front-to-back channels. The monitor signal would also get shorted when this cord was manipulated. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. No adverse event resulted from the u31 failure and electrode belt cable problem. The patient received a replacement monitor and electrode belt.